Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced fluctuating blood glucose with documented hypoglycemia to 47 mg/dl and subsequent hyperglycemia after disconnecting the device for extended periods, while the system adapted to higher insulin needs and delivered increased total daily insulin. Symptoms included hypoglycemia and hyperglycemia. Outcomes included patient and caregiver contact with a medical professional, user education, and a plan for device factory reset and revised operating practices. Investigation included review of device reports and clinical consultation. Investigation of this case revealed user management issues, including overtreatment of lows, prolonged disconnections, and device adaptation to elevated glucose values leading to increased insulin delivery. It was concluded that the event was related to use error and patient management practices; a factory reset, use of higher target, avoidance of overtreatment of lows, limits on disconnection duration, structured meal spacing, and activity-specific guidance were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.